Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer's blood glucose (bg) level was impacted, however the value was unknown. On (B)(6) 2016, the customer went to the hospital with diabetic ketoacidosis (dka). While at the hospital the customer was treated with insulin drip and insulin injections. The customer was released from the hospital on (B)(6) 2016 with the issue resolved and no permanent damage to the customer. In addition it was confirmed that the customer had manual insulin injections available as alternate insulin therapy.